Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that since the patient had the device implanted he had low back pain. The patient stated it was excruciating initially, almost worse than before he had the device. The patient stated the stimulation was not covering the right places. The patient stated they met with the manufacturing representative (rep) and the rep just "kept it open" for the patient to adjust with his patient programmer since "it would move around a lot on her and he was really techy". The patient stated it took the rep a few months to really get it going and the pain did finally calm down. The patient stated the health care professional (hcp) said the lead did move a touch and they were not sure if this was what was causing the pain. The patient stated they also were not sure if it was post-surgery pain. The patient stated the hcp said right out of surgery they had the lead perfectly placed but then they had a little jarring and decided just to leave it. No further patient symptoms or complications were reported in this event.